Manufacturer narrative:
Sex, weight, ethnicity, race: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter states that as the surgeon attempted to implant a cc4204a intraocular lens, diopter +21.0, it did not advance correctly. When trying to reload the lens, it ripped. There was no patient contact with the lens. This occurred on (B)(6) 2019.